Event description:
Additional information was received. The inaccuracy amount was 2mm.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , version: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the surgeon had an alleged inaccuracy issue. The perc pin was placed in left side of posterior pelvis. An imaging system spin was obtained. When the surgeon cut the skin for the thoracic, he claimed that the patient moved due to light anesthesia. The left t6 screw was placed. When attempting to place left t7 screw, the surgeon notice that the passive planar was below skin level when on the skin and began to question accuracy. The surgeon reverified instruments but was still unhappy with accuracy. A second imaging system spin was done and the surgeon claimed that all instruments were still inaccurate at skin level. The left t6 screw was not in a satisfactory position. The surgeon checked accuracy on bone and claimed that all instruments were still off by the same amount. The surgeon moved the frame to a t11 clamp and obtained a new imaging system and new navigation system. The surgery was successful from that point on. There was a reported delay to the procedure of one hour or longer. There was no reported impact to the patient.

Manufacturer narrative:
F1908: delay of one hour or longer f26: no patient impact h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.